Event description:
It was reported that a x6000 lightsource was being used in a case and the doctor started to smell smoke. The bulb was melted in the device.

Manufacturer narrative:
The sales rep's account contact stated the fan dropped down in the unit and 'caught fire.' There is no previous repair history for this device. Visual inspection shows that the cable lamp cathode and cable lamp anode are melted into insulation bulb housing. Although no component-level failure was replicated, previous testing of the rev. F control board found intermittent failure of a comparator within the fan feedback circuitry, therefore allowing the bulb to remain lit in the event of a fan failure. Improvements implemented since this device was manufactured include: improved fan circuitry on subsequent control boards, causing the incidence of melting to drop. Addition of a thermal switch to turn off power to the bulb in the event of overheating. Overheating of the x6000 may occur due to electronic component failure, fan failure, or insufficient air circulation. When melting occurs, the plastic (delrin) begins to melt, giving off smoke and a noticeable odor. Eventually, if left running, internal wiring may short, causing the fuse to trip and the light to turn off.